Manufacturer narrative:
The device is currently being returned to the resmed design house for an extensive engineering investigation. The investigation methods, results, and conclusion are not finalized at this stage. Resmed reference #: (B)(4).

Event description:
It was reported to resmed that an astral device failed to complete its internal self-test. There was no patient injury reported as a result of this incident.

Manufacturer narrative:
The device was returned to the resmed design house located in (B)(4) for an extensive engineering investigation. The investigation determined that the device failure to complete its internal self-test was due to a defective peep motor. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. (B)(4).